Event description:
This hospital has a safety concern regarding how beds equipped with several functions related to safe use are labeled. These beds come in 2 models, the med/surg model secure ii and the critical care model zoom drive. Both of these beds have the option of accessory outlets at the foot of the bed for additional equipment. On the secure ii bed the outlets are not visible unless you look up from under the foot board. The outlets can be felt with the hand. Staff that have had appropriate education for this bed regularly use these outlets. (The outlets on the zoom drive bed are more visible below the bottom of the foot board.) Our concern about these outlets is that the company affixed label directly above the outlets is very difficult to read. The first 3 lines speak to electrical safety only. The fourth line on the secure ii says "caution: do not use for life sustaining equipment". The font is very small and can only be read if you get close to the label. The zoom drive bed has the same label style and information flow except its label includes the additional statement "caution: unplug free standing equipment before transporting the bed". Again, this cautionary statement is in small font and difficult to read unless very close. The font is black, the label is white. There is nothing about these labels that capture the eye to read the caution statements.we took this concern to the company and asked for an additional larger more prominent label to be provided. They indicated they could not do this as the labels are controlled by the FDA and we cannot apply a red warning label or make it bigger. They did, however, say that if we wanted to add a safety label we could do it as we now own these beds. Would the FDA discourage adequate labeling?the second concern is that the footboards for these 2 model beds can be interchanged but do not have all the same functions. The secure ii bed is not labeled in any clearly visible place with the bed model name. The foot board could be mis-applied from the zoom drive bed on this bed.the third concern is again with the secure ii bed. It has 2 power cords. One is for bed power. It has no label anywhere visible to staff that this is the power cord and needs to be plugged into the special blue outlet that controls a micro switch for overhead light safety. (This cord can be plugged into a standard outlet if the safety micro switch outlet is not available.) The second cord has a plastic coated label that states accessory cable. This cord is to be plugged into any outlet and provides power to the accessory outlets on the bed. The plastic label can become dislodged from its intended position near the plug and slide upwards on the cable. The information is then lost as to its intended use. Both of these cables look exactly alike except for the accessory cable tag. The accessory outlets do not have battery back-up on the secure ii bed. Using the accessory outlets for inappropriate equipment could cause harm. The zoom drive bed does have a battery but this battery only powers the zoom drive motor, not the accessory outlets. This again makes the accessory outlets vulnerable to inappropriate equipment and the warning to avoid mis-use is not clearly seen as described above.pictures can be supplied to illustrate these concerns.